Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2013, the patient had a retrograde/antegrade nailing of the right femur with use of a spiral blade at the knee. On an unknown date, it was noted that the spiral blade had backed out a little. On (b)(46 2013, the patient was brought back to the or and the blade was pushed back in to place with a replacement of the end cap. It was reported that the blade was returned to its desired position without incident. This is report 3 of 3 for complaint 38827.